Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of the medical records the patient was revised to address osteolysis and metallosis resulting to hip pain and walking difficulty. Operative note reported there was a fair amount of grayish brownish synovial fluid consistent with metallosis, cup is slight vertical position. Clinical visit reported right hip pain, discomfort, limited adl, antalgic gait and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.